Event description:
Customer complained that the head up function was slow and then upon releasing, the head would immediately begin drifting downward.

Manufacturer narrative:
The technician replaced the head up and down valves to correct the issue. This resolved the issue and the bed operated within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.